Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the pressure was fluctuating outside specification while on dc power, old pcb version. The pcb was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to a software design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the device was not maintaining proper pressure and it was confirmed that the tourniquet hose did not cause a leak. The pressure was set to 250, the pressure was not within the acceptable range. However, actual reading was unknown. There was no patient harm/injury or surgical delay as there was no patient involvement. During investigation the pressure was fluctuating outside specification. Due diligence is complete and there is no additional information available.